Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The following physical damage was also. Minor scratches on the lcd window, cracked casing at the display window corners and at the reservoir tube window corners, and broken battery tube threads.

Event description:
The customer reported via phone call that her insulin pump alarmed with a button error, and she was unable to clear it due to unresponsive buttons. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.